Manufacturer narrative:
Results. Bd received one used sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for tube breakage and leakage with the incident lot was observed. Bd also received one shelf pack of one hundred samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube breakage and leakage with the incident lot was not observed. There was no evidence of breakage in any of the incident lot samples following centrifugation. The ten incident lot tubes performed as expected and no product issues were observed during the clinical investigation. A review of the manufacturing records was completed for the incident lot #6173958 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® edta tube bd hemogard¿/pink breaks during centrifugation and transportation via pneumatic tube system. Blood leaks from the bottom of the tube. No blood exposure to mucous membrane. No injury or medical intervention.